Event description:
Patient reported experiencing elevated blood glucose levels for 3 weeks; no blood glucose values were provided. Patient's normal blood glucose range is unknown. Patient reported receiving an error e7 (electronic error). Patient stated the powerpack was removed and reinserted; no error message recurred. Patient reported she thinks the infusion device delivers too low insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.